Event description:
Permanent bodily harm/disfigurement from FDA cleared medical device. Have now seen same adverse event in multiple patients. Manufacturer says it's "rare" but this is not the case. Does not properly train medical providers to educate patients regarding adverse events. Tells medical providers the medical device is safe and has covered up and seriously downplayed the dangers. FDA safety report ID # (B)(4).